Manufacturer narrative:
The medical center discarded all impella product in 2021. No investigation and benchtop analysis to root cause is possible. Only the jpvad registry information is available. Should more be shared which leads to root cause, another report will be filed.

Event description:
The medical team in japan had an impella cp support in (B)(6) 2021. Later in (B)(6) 2022 the jpvad registry noted an access site bleed. The bleed was treated by the infusion of blood products. The team did note the heparin concentration was adjusted in preparation for a coronary artery bypass surgery, and this could have contributed to the access site bleed.